Manufacturer narrative:
The pushwire was returned for evaluation without the pipeline. The pipeline was implanted in the patient. The pushwire was found to be broken into two segments at approximately 157cm from the proximal end. Cross sectional analysis of the break surfaces indicated that the cause of failure was due to bending overload. All devices are 100% inspected for damages and irregularities during manufacture. Pushwire break. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4.75mm x 18mm) was advanced through the marksman catheter through tortuous anatomy. Approximately 15mm-18mm of the pipeline was unsheathed with some cigaring in the m1 and pulled back to the ica (internal carotid artery) terminus. The pipeline would not release from the capture coil despite the delivery wire being rotated approximately 3-4 times. As the delivery wire was rotated an additional 2-3 times, it was observed that the capture coil had separated from the delivery wire since the capture coil did not move during the rotation. A decision was made to remove the marksman catheter and deploy a proximal stent in the neuron catheter to remove the entire pipeline system altogether, however this caused the pipeline to stretch and narrow around the bends in the ica (internal carotid artery). A hyperglide balloon was inflated inside the neuron to attempt to grip the device and continue removing it as a system, but the pipeline slipped and jumped proximally as the balloon was inflated to hold the device in the catheter and the system moved back. The neuron also jumped proximal and resulted in the device deploying in the proximal portion of the ica. The aneurysm was not covered and there was no flow going into it. At this point, the capture coil was attached to the end of the device and there was a small amount of cigaring at the distal end of the pipeline. The pipeline flattened and stretched out in the middle and fully deployed on the proximal segment of the device. Angioplasty (an option presented in the instructions for use, u.s.) With multiple balloons (3 hyperglides and 2 sceptre cs) was performed on the pipeline to eventually achieve full wall apposition. A second pipeline (4.5mm x 16mm) was deployed distally to cover aneurysm and also pinned the tip coil of first pipeline against the wall of aneurysm (once the initial device finally opened, the tip coil remained beside the device). A coronary balloon and expandable stent inserted and inflated in the first neuron catheter to jail the remnant of the first delivery wire. Pulling back on this system resulted in freeing the capture coil from between the two pipeline devices and the entire wire (in 2 sections) has been returned for investigation. There was an initial fear that the patient would develop an infarct on the entire right side of brain, but it did not happen. The last run showed some evidence of watershed aca (anterior cerebral artery) ischemia. The patient was stable and no surgical / medical intervention was required. The anti-platelet and pru (p2y12 reaction unit) levels were unknown. On (B)(6) 2014, it was reported the patient was doing well with no adverse effects. On (B)(6) 2014, it was reported the patient was still doing well and it was also confirmed on (B)(6) 2014, no broken segments were left inside the patient.